Event description:
A distributor from france reported that a customer's pump had a broken screen, making the touchscreen unreadable and non-responsive. There was no information available regarding any adverse impact on the customer's blood glucose level. The device was set to be returned, and a replacement pump with the serial number 1508812 was provided to the customer. No additional information was provided about the customer's condition or any other corrective actions taken.